Event description:
It was reported that during an endoscopic retrograde cholangiopancreatography (ercp) procedure, a guide wire tip detachment occurred. A jag precursor 035/450 guide wire had been selected for use in an unspecified pancreatic location in the "biliary way". During introduction, the tip of the guide wire detached from the core wire and became lodged in the "terminal part of the biliary way". The physician was able to remove the fragment in the "biliary way" by unspecified means. The procedure was considered to be completed with this device. There were no additional patient complications reported. The patient's current condition is listed as "stable".